Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a malfunction with the door; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary the reported condition of a flogard infusion pump with a door issue was confirmed during product evaluation. This condition was caused by a broken door. The door assembly was replaced. Additional information: baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6), 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.